Manufacturer narrative:
Additional information was received that the patients infection was at the middle lower back where leads were placed. Symptoms of redness and drainage were noted. Physician believed the infection was due to the number of times that the scar has been cut. The patient was prescribed with antibiotics and was reportedly doing well. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed infection at the ipg site and did not know the extent of the infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4). Description: sc-2218-50 linear st lead, 50cm.

Event description:
A report was received that the patient developed infection at the ipg site and did not know the extent of the infection.